Event description:
Event reported to novartis customer specialist. In 2001, the pump was refilled. Twelve days later, spasticity and rigidity increased. Eight days later, the patient was given a 10% dose increase per md orders; the patient's spouse was instructed to request another increase if the patient did not improve within one week. No calls were received by the hcp. The following month, the patient was admitted to the hospital with severe muscle spasms and respiratory distress. The patient was treated symptomatically and the pump was refilled with fresh baclofen the next day, (dose was unchanged from dose of one month prior). Patient status improved as the patient was more relaxed later that day and respiratory distress was resolved. The patient was discharged from the hospital. The hcp is unsure what caused the event. The reporter was concerned if the product (baclofen) had prolonged exposure excessive heat. The report indicated that the hcp stores product away from heat and the expiration date is always checked before pump refill. The pump mechanism and catheter were reported to be working. The patient was also receiving other medications, including: depakene, xopenex, consealose, pepcid, detrol, and lopressor.

Manufacturer narrative:
.